Event description:
During an MRI scan a pt received three skin blisters beneath the ECG electrodes. Skin blisters were treated with burn cream and were not considered serious. The ECG cable used was rated for scans up to 0.4 w/kg, and it is possible that some of the MRI scans performed exceeded this specific absorption ratio (sar) rating.